Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Every one of them had an unraveling string- tampon [device breakage]. Case narrative: consumer reported via social media that every tampon had an unraveling string. No injury reported.